Event description:
As reported by the field clinical specialist (fcs), approximately 2 years 7 months 16 days post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, paravalvular leak (pvl) was observed and the patient was being evaluated for treatment. It was noted that prior to the most recent echocardiogram, there were several serial echocardiograms performed post tavr procedure in which no pvl was observed. Additional information was provided by the fcs. A transesophageal echocardiogram (tee) performed approximately 2 years 6 months 5 days post tavr procedure indicated there was severe paravalvular aortic regurgitation with moderate to severe aortic stenosis and moderate to severe aortic regurgitation. The patient was severely symptomatic with shortness of breath (sob), heart failure and cardiogenic shock and was placed on intra-aortic balloon pump (iabp). Approximately 2 years 7 months 23 days post tavr procedure, the patient underwent a successful valve in valve procedure with a 29 mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Although a definitive root cause was unable to be determined at this time, the event may be due to one or more of the patient factors/procedural factors described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. A lot of history review was also performed and revealed no other events relating to the reported events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, valve stenosis, transvalvular leak and valve regurgitation are potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. In this case, the valve stenosis was unable to be confirmed while the central regurgitation was confirmed based on the medical records. A valve in valve was performed to resolve the events. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the reported events. A review of the IFU revealed no deficiencies. During the manufacturing process, the sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "approximately 2 years 6 months 5 days post transcatheter aortic valve replacement (tavr) procedure indicated there was severe paravalvular aortic regurgitation with moderate to severe aortic stenosis. There was also moderate to severe aortic regurgitation. The patient underwent a successful valve in valve procedure with a 29 mm sapien 3 ultra resilia valve. Prior to the valve in valve procedure, the aortic valve area (ava) was 0.53 cm2 and the mean gradient was 58 mmhg." In regard to the valve stenosis, per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the patient had a medical history of hyperlipidemia (hld) and diabetes mellitus (dm) ii, which are known risk factors for bioprosthetic valve calcification. Tissue calcification can in turn impede the proper function of leaflets (e.g. Leaflet thickening), resulting in narrowing of effective valve area for stenosis as reported. As such, the available information suggests that patient factors (hyperlipidemia and diabetes mellitus) may have contributed to the event. In regard to the central regurgitation, per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient had stenosis, which could prevent the leaflets from proper coaptation, resulting in regurgitation. As such, the available information suggests that patient factors (stenosis) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.